Manufacturer narrative:
H6. Codes: updated. Device evaluation: product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the was a pressure issue and the device smelled like it was burning. The event occurred during testing. There was no physical damage. The device was not dropped. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.